Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote monitoring, sosd alert was observed. Patient was asymptomatic. Capacitor maintenance was performed in clinic and was unsuccessful. During final interrogation before device replacement, device went into back-up vvi mode. Device was explanted and replaced. Procedure was completed successfully without adverse consequences to the patient.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory via review of device image. The device was tested on the bench and an anomalous component on the hybrid was noted. The cause of the output anomaly was due to an anomalous component on the hybrid.